Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') and abortion spontaneous ('spontaneous miscarriage') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included spontaneous abortion (spontaneous abortionx1), cesarean section (cesarean delivery (B)(6) 2013), dysfunctional uterine bleeding, bleeding breakthrough and retroverted uterus. Concomitant products included oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient was found to have a pregnancy with contraceptive device ("positive pregnancy test with essure"). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic lavh/bs). Essure was removed on (B)(6) 2020. At the time of the report, the dyspareunia, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dyspareunia and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: not provided. Pregnancy test - on an unknown date: positive. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') and abortion spontaneous ('spontaneous miscarriage') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included spontaneous abortion (spontaneous abortionx1), cesarean section (cesarean delivery (B)(6) 2013), dysfunctional uterine bleeding, bleeding breakthrough and retroverted uterus. Concomitant products included oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient was found to have a pregnancy with contraceptive device ("positive pregnancy test with essure"). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic lavh/bs). Essure was removed on (B)(6) 2020. At the time of the report, the dyspareunia, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dyspareunia and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: not provided. Pregnancy test - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter information, medical history, lab data added. Date of insertion updated. Event medical device removal updated to event dyspareunia. Events: positive pregnancy test with essure, device ineffective, spontaneous miscarriage added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.